Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) had ¿moved from more of the center of the chest, toward the left armpit¿. The patient has been to the physician for follow up and the physician is not concerned, and that there is ¿extra lead wired in there¿. The patient said it has moved since the last follow up. The patient was referred to the clinic for continued conversation regarding device migration. The device remains in use. No patient complications have been reported as a result of this event.